Event description:
Surgeon was placing the 36x52mm neutral (cap) insert trial into the patient. While inserting trial, edges of the cap broke into 2 complete pieces. Wound thoroughly searched; no remnant pieces found in the wound. Pieces were retrieved and were matched back to where they broke off. No signs of any other missing pieces.